Event description:
It was reported that high capture thresholds had been observed on the right ventricular lead. No patient symptoms were reported. Upon pocket revision, possible insulation damage and lead fracture were noted. The lead was explanted and replaced on (B)(6) 2014.